Event description:
The user facility has experienced 4 cases of defective dialysis tubing. In the first case, the lower portion of the venous chamber separated at the bond site. In the second, the a-v line was plugged an they were unable to obtain pressures. In the third case, the heparin line was plugged and in the fourth case the bond site at the lower portion of the arterial chamber leaked and separated. In all cases the lines were changed and therapy was re-started. All four pts lost blood from a minimal amount up to 100cc in the worst case.